Event description:
During device follow-up an infection of the device pocket was noted. The patient underwent surgery for scar excision on back site. The pump was explanted and the catheter was externalized to determine next steps. It was indicated there was no adverse event or injury to the patient. The pump was used to deliver lioresal. Additional information has been requested; a follow-up report will be sent if information becomes available to us.

Manufacturer narrative:
Catheter 8709sc, serial# (B)(4), implanted: 2011 (B)(6), unknown. (B)(4).